Manufacturer narrative:
The device was received by resmed and an engineering investigation was performed. A review of the device data logs shows that a pressure alarm and patient circuit disconnection alarm were triggered, notifying the caregiver of the event. The device was thoroughly tested by the resmed design house located in (B)(4). Based on the testing, as well as a review of the device logs, no fault was found. The details of the event were reviewed by resmed's chief medical officer, dr. (B)(4). Based on dr. (B)(4) review, there was no indication that the device contributed to the patient's hospitalization and subsequent death.¿ (B)(4).

Event description:
It was reported to resmed that an astral patient was found unconscious and appeared to be not breathing. The patient was manually ventilated then taken to the hospital. The patient expired in the hospital 3 days after the event. The patient was not on the device at the time of the death. It was reported the device was alarming when the patient was found.